Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the internal computer cables in the microscope port were inverted. Fixed the cables and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site tried to interface a microscope with the navigation system and could not obtain communication between the two. The site was able to use a different navigation system and successfully interface the microscope with that system. The site attempted to use a new interconnection cable without success. No patient was present.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Additional information: log analysis. A software analysis was initiated to analyze received logs. Microcal logs were inspected and showed no indication of a software malfunction. There was not enough information available to determine root cause of the reported issue.